Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in their chest. It was noted that when the patient visited the hospital for their one-month follow-up visit, interrogation of the implantable pulse generator (ipg) was attempted and telemetry could not be established. Functioning of the device was checked on electrocardiogram and pacing spike could not be observed and only the patient's own pulse was identified. There was no output from the device. Premature battery depletion was presumed to be the cause of the issues with the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 50% of the 99.9% longevity limit. The device was not functional at receipt, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Off-site battery analysis data gathered during the visual and dimensional inspection of delta (B)(4) battery (B)(4) indicated that the battery was swollen, having a thickness 0.0263 inches above the upper specification limit. The swelling was most likely caused by a high external drain (up to and including a direct short) or other mishandling condition, since there is no evidence of an internal problem causing the swelling. If information is provided in the future, a supplemental report will be issued.